Event description:
Boston scientific received information that this device system displayed a left ventricular (lv) lead pacing impedance measurement less than 200 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.